Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving morphine at a concentration of 3mg/ml and a dosage of .2mg/day via an implantable infusion pump. It was reported that the hcp attempted to fill the patient's pump in the clinic but was not able to. An x-ray was taken which confirmed that the pump had flipped. There are no environmental, external, or patient factors believed to have led or contributed to the issue. The hcp surgically opened the pocket and flipped the pump to the right orientation. They then sutured all four suture lifts down and filled the reservoir with the patient's medication. The issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.